Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/14/2018, that on (B)(6) 2018, a needle retraction issue occurred. The sensor was inserted into the abdomen on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
A sensor applicator was returned for evaluation. Based on visual inspection, the applicator was fully deployed. The reported event of a needle retraction issue could not be confirmed. A probable cause could not be determined.